Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13313. The initial MDR with manufacturing report number (3003442380-2025-13313), was submitted on 03-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 20-dec-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure 3709030, a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010629, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010629 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 3 on 20-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l05445 was manufactured according to the work instruction version 65 and manufactured in the machine sc09, on 07-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient who experienced three infusion set tubing was kinked and caused leakage in the tubing which occurred on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.